Manufacturer narrative:
The patient underwent successful implantation of a stanmore implants proximal femur replacement implant. The failed device in situ was a non-stanmore implants device. There were no reported complications resulting from the revision procedure. The complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00058 ((B)(4)).

Event description:
On (B)(6) 2015, the surgeon submitted an order for a new custom femur replacement implant for a reported failed hip prosthesis. The revision procedure is planned for (B)(6) 2015.

Manufacturer narrative:
A review of the manufacturing history records has been carried out and confirm that the device was manufactured to specification with no abnormalities or deviations. A review of the patient's radiographs has been carried out. The reported complaint has not been confirmed as the radiographs do not show any obvious failure of the device. Additional information regarding the patient and the reported event have been requested. The company has also requested return of the explanted device for evaluation following the (B)(6) 2015 revision. The investigation is ongoing. A supplemental report will be provided. Please note that this custom implant is similar to the mets modular proximal femur implant (k121056).